Event description:
It was reported the pt's device was replaced due to inadequate pain relief. "Pump adjustments and boluses" were attempted without success. A catheter dye study revealed no catheter problems. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.